Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer's insulin pump received a battery out limit alarm. Customer's blood glucose level at the time 68mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched and cracked display window.